Event description:
It was reported that on an unknown date, the item needs repaired. Upon manufacturers investigation it was noticed that there was residue on internal components of the device.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part# 05.000.008; synthes lot # 007826; supplier lot# 007826; release to warehouse date: 18-jun-2020. Supplier: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Service and repair evaluation: the repair technician reported a cracked contact plate, damaged membrane vent, patina between d34 and d47, discolor wires, brown residue on internal components, rusted motor, drive shaft and drive column, scrapping housing due to patina damage. Fast forward, forward function test showed low. Device failed to pass in cosmetic test. The cause of the issue is improper maintenance. The item was repaired per the inspection sheet, passed synthes final inspection on 16-sep-2024 and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.